Event description:
Reportable based upon device analysis completed on 21feb2022. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following predilation with a 2.00 x 15mm non-boston scientific balloon, the 2.50 x 38mm synergy xd drug eluting stent was advanced for treatment but could not cross the lesion. The procedure was completed with a different device. There were no patient complications. However, device analysis revealed stent damage.

Manufacturer narrative:
The synergy xd mr ous 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found a proximal stent strut lifted. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage. The distal tip was raised. A visual, microscopic and tactile examination of the hypotube found no kinks or damage. A visual, microscopic examination of the outer and inner lumen and mid-shaft section found multiple kinking along the distal extrusion. The shaft was compressed and kinked at various locations along its length. No other issues were identified during the product analysis.

Manufacturer narrative:
The synergy xd mr ous 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found a proximal stent strut lifted. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage. The distal tip was raised. A visual, microscopic and tactile examination of the hypotube found no kinks or damage. A visual, microscopic examination of the outer and inner lumen and mid-shaft section found multiple kinking along the distal extrusion. The shaft was compressed and kinked at various locations along its length. No other issues were identified during the product analysis.

Event description:
Reportable based upon device analysis completed on 21feb2022. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following predilation with a 2.00 x 15mm non-boston scientific balloon, the 2.50 x 38mm synergy xd drug eluting stent was advanced for treatment but could not cross the lesion. The procedure was completed with a different device. There were no patient complications. However, device analysis revealed stent damage.